Event description:
Report received from the USA stating that "the unit is heating up during use and the burrs are skipping off the bone and not having a smooth clean cut." There was no user or pt injury reported. No add'l info is available.

Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. The device did not exceed temperature requirements. The device was found with a pin coming out, vibration, and dry/worn bearings. The condition of the device was most likely due to usage/wear over time. If add'l info is received, a supplemental report will be sent. (B)(4).